Event description:
In 2006, the pt had three cypher select plus stents implanted. The pt returned with chest pain in 2008 an angiogram was done. Stent fractures were observed with a pseudo aneurysm. It was noted that the pt would be sent for a coronary artery bypass graft. No add'l info was provided.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2008-01207, 9616099-2008-01208 and 9616099-2008-01209. Add'l info will be submitted upon 30 days of receipt.